Event description:
The customer reported an issue in which patients appeared to have been merged. The result of this apparent change was that the patients were associated with incorrect images in the centricity-pacs database. There was no reported patient injury associated with this event.

Manufacturer narrative:
Root cause: the centricity ris-ic product has a configuration section in the administrative module that allows an organization to set parameters. In this case, the parameters and validation for department number did not have an alpha character set at the front of it (ex. - d0000001). When the mrn counter and the department number counter caught up with the initial mrn counter, the lack of an alpha character prefix allowed a department number to be recognized as a medical record number. Corrections: a script was built and tested to place an alpha character prefix on all of the department numbers in the ris application. A list of patients from the pacs database that were affected by the issue with a corresponding data set from the ris application allowed the teams to quickly identify and verify impacted patients. The patient data collected from #2 above was used to recreate patients in the pacs database and then the correct images could be identified and attached to the correct patient information in the master jackets. At 3:00pm on april 13, 2009, the pacs engineer confirmed that all patients needing remediation had been remediated. (B) (4).